Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was reportedly doing well postoperatively.